Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient didn't know if the device was wearing out, but it was not helping with his back every day. The patient said it is taking longer to "do the job." The patient confirmed the ins turns on because he will be sitting there and all of a sudden it will kick in. The patient clarified they were not receiving therapy like they used to. No falls, trauma, or emi were alleged. The patient said this began about a month ago. The patient also said it was taking longer to get the ins charged up in the morning. The patient said they start with full coupling, but then without moving it drops to 2-3 boxes. The patient said they repositioned the antenna and the boxes filled up right away. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the long recharge was an old machine. The patient said the machine was readjusted. No further complications were reported.